Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, bone resorption, peri-implantitis, abscess, inflammation.